Event description:
It was reported that this right atrial (ra) lead exhibited impedance issue, loss of capture and high pacing threshold due to dislodgement. Helix issues were also experienced while lead was being explanted. As a result, the lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the impedance issue, loss of capture and high pacing threshold. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issue, loss of capture and high pacing threshold due to dislodgement. Helix issues were also experienced while lead was being explanted. As a result, the lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.